Event description:
It was reported that a patient underwent a carpal tunnel procedure on an unknown date and suture was used for closure. Following the procedure, the patient had a possible allergic reaction. Initially, eight days after the surgery, the area on the inner wrist presented as a "bubbling at the incision" with clear discharge, itching and a red and raw appearance. The incision site had slowly improved but still had clear drainage and was reddened. The patient was prescribed oral benadryl, which helped the itching. The patient was advised to stop exercising, keep the wound open to air when possible, but to cover it with a bandage when she left her house. The patient underwent a second carpal tunnel procedure and was closed with an unknown nylon suture with no issue. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.